Event description:
It was reported to philips that the system did not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up. Review of the logfile shows malfunctioning flexvision pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the x-ray system failed to boot and froze on the "system starting" screen and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the system was stuck on application boot up screen 00:00 was the time and found some issue with the power cable. To resolve the issue, the fse reset the power cable and rebooted just the flexvision computer. The same issue reoccurred after a few days, where the fse replaced flexvision computer on system. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.